Event description:
A pt called and reported several years after injection with juvederm (volume/concentration unk) in the cheeks and upper lip, the pt still has pain and swelling "sometimes" in the injection areas and complained of deeper nasolabial folds. The injecting physician's info is not available, therefore, allergan has not been able to f/u for a professional medical opinion. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2010.